Manufacturer narrative:
As reported in a research article, first transcatheter pulmonary valve replacement in tanzania: feasibility of advanced cardiac interventions in resource-limited settings. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the available information, the cause of the reported structural valve deterioration could not be conclusively determined. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. Stenosis was reported which could have been caused by pannus on the valve leaflets or calcification; however, it could not be confirmed as the valve was not received for examination. Reported off-lable use was due to valve-in-valve implant. Aortic valve insufficiency/ regurgitation could not be determined. Its possible due to device stenosis and structural valve deterioration. The surgical intervention was a result of case-specific circumstances as a valve-in-valve. There is no indication of a product issue with regards to manufacture, design, or labeling. Please note that per trifecta valve instructions for use, "indications for use - the trifecta¿ valve is intended as a replacement for a diseased, damaged, or malfunctioning aortic heart valve. The trifecta¿ valve may also be used as a replacement for a previously implanted aortic prosthetic heart valve." D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: first transcatheter pulmonary valve replacement in tanzania: feasibility of advanced cardiac interventions in resource-limited settings.

Event description:
The article, "first transcatheter pulmonary valve replacement in tanzania: feasibility of advanced cardiac interventions in resource-limited settings", was reviewed. The article presented a case study of a 16-year-old female patient with tetralogy of fallot and absent pulmonary valve. It was reported that on an unknown date when the patient was 6-year-old, an unknown sized trifecta valve was chosen for an off label pulmonary valve replacement. Post-procedure when the patient was 13-years-old, the patient developed severe pulmonary valve stenosis and required balloon valvuloplasty. However, the patient continued to experience progressive fatigue and exertional chest pain. It was then reported about 10 years post-procedure when the patient was 16-years-old, transthoracic echocardiography (tte) demonstrated a severely stenotic prosthetic pulmonary valve with a peak gradient of 67mmhg and a mean gradient of 32mmhg. A computed tomography (CT) scan confirmed a calcified trifecta valve. Angiography confirmed a severely stenotic prosthetic valve with pulmonary regurgitation (pr). A decision was made to perform a transcatheter valve-in-valve procedure with a 20mm medtronic melody valve. The patient was discharged on prophylactic antibiotics to prevent infective endocarditis. The patient status was reported well in follow-up clinics. [The primary and corresponding author was megha unadkat, department of pediatric cardiology, jakaya kikwete cardiac institute, kalenga street, west upanga, dar es salaam, tanzania, with corresponding e-mail: meghabunadkat@gmail.com]